Event description:
It was reported after the 2nd pass and being inflated to 24atm, the balloon was deflated completely and the balloon stuck in the 5f sheath during removal. The sheath then separated from the hub. The balloon was removed with the sheath. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample has been received at the mfg site and is currently being evaluated. Based on the info known at this time, the results are inconclusive and the root cause of the event is unknown.